Manufacturer narrative:
After using three trufill dcs orbit coils (5x15 trufill complex tdl, 4x7, 3x6 trufill mini complex), when using the 2x6 trufill orbit helical fill, the coil would not advance or move backward. It was noted to be stretched. It was reported that no additional force was utilized to advance or remove the coil/delivery system. The coil was removed with the microcatheter with the coil still attached to the delivery system. The same microcatheter was used to complete the procedure. The procedure was treatment of a posterior communicating aneurysm. The aneurysm was saccular measuring 6.3x5.2x5.3 with a 6.3 neck. With investigational efforts no information was provided regarding any neck remodeling devices used. An adequate continuous flush was maintained at all times through the microcatheter which had not been re-shaped prior to use and there were no kinks noted on the microcatheter. It was reported that there was no resistance at any time during advancement of the coil through the microcatheter; however, it was reported that the event occurred during insertion through the microcatheter prior to exiting the microcatheter. A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and a kink was found. The introducer was zipped, covering the hypotube, support coil and gripper, no damages were observed over the introducer. The support coil was inspected and no damages were found. The embolic coil was found totally stretched and still attached to the gripper. The od was measured and was found within specification. The embolic coil and the gripper were inspected under microscope and no damages were observed over the gripper while the embolic coil was found totally stretched. The functional analysis could not be performed due to the conditions of received product. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13419413 and coil subassembly lots 14085705 and 14080822 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported inability to advance or withdraw the coil could not be evaluated with functional testing due to the returned condition of the device. The reported stretched coil was confirmed. The cause of the damages found over the unit could not be conclusively determined, however neither the analysis nor the DHR suggest that it is related to the manufacturing process. Inspections are in place to prevent these types of damages from leaving the facility. Procedural or handling factor may have impacted on the failure experienced by the customer; however, based on the available information it is not possible to determine the root cause of the reported event. There is no indication that it is related to the device manufacturing process; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
Additionally it was reported that the aneurysm measure neck 6.3 and secular. An adequate continuous flush maintained through the (mc) microcatheter at all times. The mc was not re-shaped prior to use, and therefore there were no damages. There was no resistance at any time during advancement of the coil through the mc. No kinks in the mc that may have contributed to the event. The event occurred during insertion through the microcatheter prior to exiting the mc, however no additional force was utilized to advance or remove the coil/delivery system. There was no resistance during withdrawal for repositioning in the aneurysm. During the repositioning, the coil was not utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. There was no resistance when the coil was advanced. The same microcatheter was utilized to complete the procedure. Other than the reported event, no other damages were noticed with any other section of the device. The coil was still attached to the delivery system. Prior to shipping, no other issues were noted with any part of the products being returned (broken/detached coil, delivery system issues, etc. No further information was available. Additional information will be submitted within 30 days.

Event description:
During a neurovascular procedure to treat an aneurysm in the posterior communicating artery that measure 6.3 x 5.2 x 5.3, the physician used 5x15 trufill complex tdl, 4x7, 3x6 trufill mini-complex. Then he tried to use this coil orbit helical fill 2x6, and found the coil did not advance or move backward. Once the coil was noted stretched, the coil was removed with the mc.